Event description:
It was reported that the patient¿s right side implant was removed due to infection. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that an ¿aerobic/anaerobic¿ culture was taken on (B)(6) 2013. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID: 3387s-40, lot# v741239, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# v233444, implanted: (B)(6) 2009, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Manufacturer narrative:
No device analysis was performed; the device met risk based criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.